Manufacturer narrative:
Investigation completed on 08sep2017: DHR review can not be performed because the unit was made before serialization was required by our system. The base and the ratchet extension have years of manufacturing as 1999 and 2008 respectively. (The 2 subassemblies do not belong to the same set and have been swapped at the customer's end). Also we will like to bring to your notice that the recommended life expectancy and warranty period of the mayfield products is 7 years. 100% of this product is inspected per inspection requirements prior to leaving integra facility. The sampling plan has been reviewed and determined to be commensurate to the appropriateness and accuracy to current complaint needs. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Failure analysis - the unit has been checked for measurements at various torque settings. All the readings have been recorded within the specifications. However it was noticed that the index knob operation was not smooth. This requires disassembly, cleaning, replacing parts as per the estimate and checking as per the manufacturer's specifications. Also noticed that the 2 subassemblies, example, the base and the ratchet extension have years of manufacturing as 1999 and 2008 respectively. (The 2 subassemblies do not belong to the same set and have been swapped at the customer's end). Also we will like to bring to your notice that the recommended life expectancy of the mayfield products is 7 years. The root cause was that the unit was out of adjustment and had several worn and damaged parts. Additional information received 12sep2017: the patient was placed in a prone position for posterior approach to the neck. No repositioning was performed during surgery. The surgery was not performed with a stereotaxy device. The incident occurred at the end of surgery. The clamp and pins were removed. Mayfield adult reusable skull pins (a1047) were used but were discarded after surgery . Lot number of the pins was not noted.

Event description:
Surgeon had used the torque screw to tension the skull pins with (B)(6) lbs. Of force. At the end of the case, the pins had slipped. The force showing on the gauge was only (B)(6) lbs. Patient gender and age unknown. Patient was in surgery for a posterior cervical procedure. The patient sustained a small laceration that was repaired with skin staples. Patient recovery was reported as "normal". Additional information has been requested.